Manufacturer narrative:
Retainer ring ¿ black. Customer returned pump for an alleged critical pump error (open book image) alarm found on sep 26, 2021. No¿critical pump error (open book image) alarm¿noted during boot up. Pump passed rewind test, active current test, and self test. However, pump alarmed insulin flow blocked during priming due to moisture found on the motor. Pump was unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to insulin flow blocked alarm. Pump failed sleep test due to moisture damage on pcba 1. Pump successfully downloaded to thus. Confirmed pump alarm insulin flow blocked alarm during testing and in pump downloaded history on (B)(6) 2021 at 21:30 due to moisture found on the motor. Pump error 63 variable 15 was found in the pump history on (B)(6) 2021 at 8:39 due to a hardware damage. Test p-cap and reservoir locked into reservoir compartment correctly. Pump was cut open to perform visual inspection and moisture damage was found on pcba 1, pcba 2 and the motor. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, cracked case on corner of belt clip rails, serial number label missing, stained keypad overlay and minor scratches on lcd window. In summary, customers alleged critical pump error (open book image) alarm was not confirmed through testing. However, a insulin blocked alarm during bolus was confirmed due to moisture damage found on the motor slide. Additionally, pump error 63 15 was found in the pump history download due to a hardware error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that insulin pump had open book image. Customer stated that insulin pump just started alarming then they saw that it was showing a picture of a insulin pump with red x and arrow pointing to a book. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.